Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned for the unknown lot#, therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that during use with bd nano¿ 2nd gen pen needles insulin is unable to be delivered. This is the 2nd of 2 incidents. The following information was provided by the initial reporter: consumer also reported needle clog during injection, stated that the insulin does not come through. He said he assumes that the non patient end is bent but not sure.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd nano¿ 2nd gen pen needles insulin is unable to be delivered. This is the 2nd of 2 incidents. The following information was provided by the initial reporter: consumer also reported needle clog during injection, stated that the insulin does not come through. He said he assumes that the non patient end is bent but not sure.